Event description:
Implant failure. No problem description was provided. Bone quality at time of implant failure = ii. Primary stability was achieved, but not osseointegration. At time of implant failure there was mobility.